Manufacturer narrative:
(B)(4).

Event description:
It was reported that an anchor tether on the patient's vns lead was extruding. The patient was admitted for the extrusion on (B)(6) 2016 and had a full replacement surgery on (B)(6) 2016. The explanted products were sent to hospital pathology and are not expected to return. Attempts for additional pertinent information have been unsuccessful to date.